Event description:
The device (forceps mcen641 170mm wormald bipolar) was returned to mxi for service and repair. It was reported that the screw was missing. There was no reported patient impact.

Manufacturer narrative:
No known impact or consequence to patient. (B)(4). Component missing. Result: mechanical shock problem. Analysis of the device (forceps mcen641 170mm wormald bipolar) confirmed the complaint. It was also determined that the instrument was physically damaged. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues.